Manufacturer narrative:
(B)(4). Date sent: 2/5/2024. D4 batch #: a9d016. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the min hand activation button was nonfunctional. However, the device did activate when tested with the footswitch. No "reactivate" alert screen was displayed during the test. The device was disassembled to verify the condition of the internal components. Corrosion was found at the min hand activation dome. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a9d016, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the reactive - ¿two switch activations detected¿ alert screen was displayed by generator. Changed to another device to complete surgery. There was no patient consequence reported.